Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient was feeling unwell. The cgm reading was low, and the bg reading was high. The patient self-treated with 10 units of insulin and was taken to the hospital by his son. Per follow-up from the patient via email on (B)(6) 2024, it was noted there they took a bg reading of 884 mg/dl at the hospital, treated with 2 bags of IV fluids and insulin. The patient was discharged after 1 day. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(6) b2 outcomes attributed to adverse event/ remove hospitalization - correction b5: describe event or problem - correction g3: date received by mfg - correction g6: type of report - updated/follow-up h2: type of follow up - correction h6 codes: health effect - impact code/remove hospitalization - correction h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.